Event description:
When attempting to change fio2, the knob/button completely failed mid-use. With this button abruptly not functioning, the vent was essentially frozen. Htm replaced the faulty encoder knob, ran functional verification, and put back in service. Not sending device back as it is fixed.